Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to breeched insulation when cutting a sheath. This rv lead was replaced, not implanted, and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to breeched insulation when cutting a sheath. This rv lead was replaced, not implanted, and will not be returned for analysis. No adverse patient effects were reported.